Event description:
A gemini stone retrieval paired wire / helical basket was used during a stent placement procedure in 2008. According to the complainant, during prep they tested the basket. They deployed it, went to pull it back, and the sheath that is proximal to the handle rippled. The device was unable to be closed. Completed with another of same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.